Event description:
Same patient as MDR ID #: 2134265-2009-03949. It was reported that post a stenting treatment procedure, stent thrombosis occurred and the patient experienced a myocardial infarction it was reported that the index procedure identified a critical lesion of approximately 90% stenosis located at the bifurcation of the first diagonal branch and left anterior descending (lad) artery. A 3.0x16mm taxus drug-eluting stent was placed in the lad and a 2.75x12mm taxus drug-eluting stent in the diagonal branch in a "crush stent" technique. The patient had an excellent angiographic result. The patient was dischaged on medical therapy. Approximately 696 days post index procedure, the patient underwent a colonoscopy and was required to be off plavix for five days prior. Post colonoscopy, the patient began having chest pain and was transferred emergently. Cardiac catheterization revealed an ateriolateral wall myocardial infarction (mi) and thrombotic occlusion of the previously placed stents in the lad and diagonal. Angioplasty was performed in both vessels and a 3.0x20mm stent was placed in the lad for treatment.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).